Event description:
The fe reported the system displayed a precharge fail error message. This message will result in a system no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.